Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for qty. (3) 2.7 mm unknown screw cortex/part unknown/ lot number unknown, device is not expected to be returned for manufacturer review/investigation. Concomitant devices reported: variable angle locking compression (va lcp) distal fibula plate (qty # 1). The 2.7 mm variable angle locking screw (part # unknown, lot # unknown, qty # 6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient will be returning to surgery for a revision of a variable angle locking compression (va lcp) distal fibula plate. The patient has a nonunion of the fibula, broken proximal screws in plate and a large void at the fracture site. The patient engaged in more activity on the extremity than he should have. The plan is to revise the plate and bone graft. The surgery is scheduled for (B)(6) 2017. The revision surgery took place on (B)(6) 2017. The variable angle locking compression (va lcp) distal fibula plate was removed. One 3.7 mm cortex screw and three 2.7 mm cortex screws were found to be broken. A trephine was used to remove a 3.7 mm cortex screw as it was difficult to remove. Broken heads of remaining three 2.7 mm cortex screws were removed but their shafts remained in the fibula. The surgeon decided not to remove embedded shafts of the broken screws to avoid stress risers. As per the surgeon the reason for nonunion was related to the amount of bone void from the initial open fracture. Non-union bone on fibula was removed and iliac crest wedge from patient was inserted into void site. The surgery was completed without any surgical delay and the patient is doing well. This complaint involves two (2) devices. Concomitant devices reported: variable angle locking compression (va lcp) distal fibula plate (qty # 1). The 2.7 mm variable angle locking screw (qty # 6). This report is 1 of 2 for (B)(4).